Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A field engineering specialist performed precision testing to check the analyzer performance. The results obtained gave no indication of a performance issue with the instrument. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction events. The customer had questionable low chol2 cholesterol gen.2 results on a cobas 4000 c (311) stand alone system. The events involved a total of 2 patients. The patients' ages were requested but were not provided. The patients' weights were requested but were not provided. The patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.